Manufacturer narrative:
Belt (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. Upon evaluation, the belt connector latches were broken, creating a loose connection between the electrode belt and monitor. The broken latches cannot be ruled out as a potential contributing cause of the service code 204. The root cause of the damaged connector is physical abuse no adverse event resulted from the damaged connector.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204 and had a damaged connector.